Manufacturer narrative:
The device was returned to (B)(4) for evaluation. During the investigation (B)(4) could not confirm the complaint. No evidence could be found that the complaint occurred as reported, as there were no signs of any kind of burning, electrical shorts, sparks, or smoke. (B)(4) also could not replicate the complaint through testing. The pump operated within product specifications during the investigation. This report is being filed because per our procedures all reports of this type of event are considered reportable.

Event description:
The initial reporter stated that the power cord sparked. The initial reporter also stated that the event did not harm the patient. (B)(4) made multiple follow up attempts to obtain additional information from the initial reporter regarding the complaint, however, no other information was made available. (B)(4).